Event description:
The customer reported via phone call that the insulin pump alarmed with a button error. Customer's blood glucose was not known, but reportedly low. The insulin pump may have been exposed to perspiration. It was advised to discontinue use of the device and revert to a back-up plan. It was further advised that the device would be replaced and agreed upon that the product would be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with an unresponsive button and button error alarm due to corroded keypad traces. The insulin pump was unable to perform drive system test due to unresponsive buttons. The insulin pump had a cracked case on the display window corner, minor scratches on lcd window and cracked reservoir tube lip.